Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, menstruation irregular, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, menorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, menstruation irregular, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, menorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.